Event description:
It was reported prior to a procedure that the handpiece was not working, the harmonic scalpel displayed instrument error. When the instrument was cleaned for return, half of the shear mechanism fell off. There was not adverse patient consequence.